Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital not feeling well. Upon interrogation of their competitor implantable cardioverter defibrillator (ICD) episodes of right ventricular (rv) lead noise and oversensing resulting in pacing inhibition were observed. Labile rv pace impedance measurements were also reported. Suspecting a lead fracture, the shock therapy was programmed off and the patient was hospitalized pending revision. An additional episode of noise was observed during the patient's hospitalization; ventricular sensitivity was then reprogrammed until revision was performed several days later. During revision the lead was checked via pacing system analyzer (psa) returning normal impedance measurements. Additionally, an x-ray was obtained and no sign of lead damage was observed. As such, the physician suspected involvement of the competitor device and elected to implant a new ICD and surgically abandon and replace the rv lead. No additional adverse patient effects were reported.